Event description:
It was reported by the customer that a bd pyxis medstation es system experienced multiple drawer failures. The user was unable to pull meds for multiple patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 1 similar complaints with the same failure mode for this serial number. Case: (B)(4) ¿ es - aux drawer 7 failed. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main cubie a5 failed. A field service engineer inspected the pyxibus and retractor band cables, checked all lights on the drawer controller, module controller, and row boards, popped out the cubie and gave it to the escort. No other cubies are available at this offsite facility to replace cubie, and no one has access to recover drawers. The field service engineer then verified the station function properly using diagnostics. The system functioned as intended after the field service engineer troubleshot the device.